Event description:
While performing the dsa run, customer said a c-arm started to rotate similar to a "spin" mode. Customer says no one was near the table side controls and no controls were being pushed by the pt or any drapes or other implements.